Event description:
(B)(4). It has been slow setting. Bloating, by period is now heavy with large clots during my cycle. Headaches, back pain, nickle allergy, joint pain mainly in my joints. Also has caused the roof of my mouth to swell up.